Event description:
(B)(6): customer reports that system would not fluoro during an unknown patient procedure. Procedure was completed without incident with the use of rad shots, as fluoro was not functioning. No injuries reported.

Manufacturer narrative:
Liebel flarsheim technical support (ts) spoke with customer and determined the actual problem was the fluoro images were not saved during the procedure, and that there was no reference image available on the right side of the monitor. Tech support verified the customer was able to produce fluoro. Then explained to the customer that no images can be saved if the user does not first open a patient file. Tech support then verified that the reference image does show at right side of the monitor. The call ended with customer verifying that system worked and they understand how to properly open a patient file in order to save fluoro/rad images.